Manufacturer narrative:
Concomitant medical products: enlw1620c95ee, (B)(4); enlw1616c80ee, (B)(4); enew2020c80ee, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 63 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 40 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 20 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 16 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that, approximately four years and five months post index procedure, the patient expired. The investigator indicated that the primary cause of death was unknown and that it was unknown whether there was any device or procedure relation. The physician contacted the patient¿s family who stated that patient died at home with no other information. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.